Event description:
Patient reports they have an occlusion error alarm with current pump serial number (B)(6). Last mix estimated around 5pm (patient's local time) on (B)(6) 2025 & patient reports alarm started intermittently this morning (B)(6) 2025. Patient checked & verbally confirmed no kinked lines; occlusion alarm persists. Rph advised patient to swap their infusion pump to see if that resolves the occlusion alarm. Patient will contact pharmacy if issue continues. Patient is aware that if the new pump is still giving an occlusion alarm, they need to go to the hospital immediately to get their IV line checked patient voiced understanding. No additional info, details, or dates available. This is a continuous infusion. Set flow rate & volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not available. Photographs were not provided. Current epoprostenol sdv g-veletri dose: 42ng/kg/min. Did the reported product fault occur while in use with a patient? - yes did the product issue cause or contribute to patient or clinical injury? If yes, was any medical intervention provided? Is the actual product available for investigation? - yes, upon return did pharmacy replace product? - no did the patient have a backup product they were able to switch to? - yes was the patient able to successfully continue their therapy? - if no, what was the patient instructed to do in order to continue their therapy? - is the therapy life-sustaining? - yes what is the outcome of the event? - ongoing. Pah (pulmonary arterial hypertension).